Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During procedure when attempting to reposition the lp, the device helix became stretched and deformed. The lp was replaced without issue. The patient was stable.